Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited right ventricular oversensing episodes. Programming changes were made. The patient was in a stable condition throughout.

Manufacturer narrative:
Physician's name should have been included in the previous report.